Manufacturer narrative:
"Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."

Event description:
This customer left a bbb review stating that she recently saw her local dds who pointed out concerns about mobility and bone loss on the lower anterior teeth. The customer has not reached out to byte about these concerns. She stated that she has panoramic x-rays every 6 months and can show the preliminary x-ray and the x-ray after byte treatment.